Event description:
A us distributor reported that a patient's battery charger was unable to charge battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was contamination on the battery board pca, a shorted u13 cmos flash microcontroller, a shorted q1 current-controlling transistor and a shorted d2 diode on the bedside pca. The damage to the diode, transistor, and microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery pack was unable to power up. A us distributor reported that a patient's battery charger was unable to charge battery pack.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery. Device evaluation of battery charger has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was contamination on the battery board pca, a shorted u13 cmos flash microcontroller, a shorted q1 current-controlling transistor and a shorted d2 diode on the bedside pca. The damage to the diode, transistor, and microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.